Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - vista nova study, patient site ID: site ID- (B)(6). It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. The activated clotting levels were 220,294s and heparin was given. There was not enough calcification. A pre-implant balloon valvuloplasty was done with a 23mm non-abbott balloon. After 1st deployment attempt the physician decided to re-sheath the valve because was too high. During the re-sheath the capsule was deformed and was impossible to re-sheath completely the valve. The valve and delivery system were removed and a new 29mm navitor vision valve and large flexnav delivery system were chosen and successfully implanted. The final implant depth at non-coronary cusp (ncc) was 6.08mm and at left coronary cusp (ncc) was 8.25mm. A post-implant balloon valvuloplasty was performed due to high mean gradient. After the valve implant, the patient had a complete heart block and permanent pacemaker was implanted. The patient was reported discharged.